Event description:
In addition to report 0009613350-2019-00608, the revision surgery has been done on unknown date.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. D11 - medical products and therapy date detail of product: item number 0100402055. Item name revitan, proximal part, cylindrical, uncemented, 55, taper 12/14 lot# 2908590. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the revitan stem fractured at the connection pin. The patient got up from a chair at home and heard a fracture sound. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: two views of the right hip were received undated. They show a revitan stem implanted in the right hip. The revitan stem is fractured at the connection pin. The proximal part of the stem is tilted medially and its distal end is shifted laterally. The proximal end of the proximal stem part protrudes the end of the femoral bone. A radiolucent gap is seen along the lateral side of the proximal stem part which extends to the proximal region of the distal stem part until the height of the first cerclage. The gap is bordered by a sclerotic line on the bone side. A radiolucent gap is also seen along the distal half of the medial side of the proximal stem part until the level of the face surface of the distal stem part. Five fractured cerclage wires are seen around the femur. The bone structure in the proximal region of the femur seems to be inhomogeneous. Signs of bone remodeling can be seen in the diaphysis. Email from the sales representative, received on 04 nov 2019: the email informs that the implantation date was (B)(6) 2017 and reports some patient data (male, age 59, 135 kg). Product evaluation: visual examination: the explants were received in a sterilization packaging. The color code on the packaging indicates that the parts were steam sterilized and a packing date of (B)(6) 2019 is indicated. In the as-received condition the biolox delta head and the proximal part of the revitan stem were still assembled. For further investigation the parts were disassembled. Before the disassembly the stem to head position was marked. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 2 to 5 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. Slightly polished areas can be seen on the proximal fracture surface. Several break-outs can be noticed on the lateral edge of the proximal fracture surface. The lateral end of the distal fracture surface is dark discolored. The anterolateral face surface of the distal part is worn. On the proximal part of the revitan stem, revision damage in the form of scratches and instrument marks can be seen on the neck, anchoring surface and connection pin. Several colored spots can be seen anteromedially on the distal region of the taper, on the stem neck region and anchoring region. These are most probably from the use of an electrosurgical instrument during surgery. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. A slightly polished area can be noticed on the medial side of the anchoring surface at the height of the two bore holes. At the distal end of the medial anchoring surface a small polished area can be seen. An area with slightly horizontal polished lines/spots can be observed on the posterior side of the proximal part. On the proximal fracture part of the connection pin there is a circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope revealed polishing, smeared material, fretting and corrosion. An area with coarse scratches and some dark orange deposits can be seen on the lateral side of the stripe as well as on the face surface of the lateral shoulder of the stem. The dark orange deposits are most probably remains of blood. Adjacent to the stripe joins the original surface followed by the blasted area. Revision damage in the form of coarse scratches and instrument marks can be observed on the anchoring surface of the distal part of the revitan stem. Bone attachments are visible on the distal half of the anchoring surface. The biolox delta head and the durasul alpha insert were inspected, however nothing was observed that could have had an influence on the fracture of the connection pin and the parts are therefore not further described. The polyethylene insert is not anymore in its original state as after revision due to the steam sterilization. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: the revitan stem was implanted in (B)(6) 2017 and revised on an unknown date due to a fracture of the connection pin. Considering the date seen the retrievals as-received packaging (i.e. (B)(6) 2019) as an approximate revision date, a time in vivo of 1 year and 10 months can be assumed. It is reported that the patient got up from a chair at home and heard a fracture sound. There is no clinical information at hand (e.g. Surgical reports, complete x-ray follow-up, etc.) And therefore the further background of the situation stays unknown. Investigation of the retrievals at hand showed that the fracture of the revitan stem occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin area is located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an approximately half circumferential stripe revealing a mixture of surface changes. It is unknown if the stripe existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed in the distal half of the distal part of the revitan stem but not on the proximal part. Further, some polished areas and slightly horizontal polished lines/spots can be seen on the anchoring surface of the proximal part which indicates movement between the part and the bone. It is unknown if these existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. There are two undated x-rays at hand that show the revitan stem fractured at the connection pin. Radiolucent gaps are seen along the lateral and medial side of the proximal stem part. Laterally the gap extends to the proximal region of the distal stem part and is bordered by a sclerotic line on the bone side. As the complete x-ray follow-up is not at hand, the bone situation around the revitan stem from immediately after the implantation and how it developed over time in vivo stays unknown. If the proximal bone support was missing immediately after implantation and throughout the entire time in vivo it can be assumed that this, in combination with other factors, e.g. The surface changes observed on the connection pin and the patient¿s weight (135 kg), could have contributed to the fracture. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The revitan revision stem system package insert that accompanied the proximal and distal part of the revitan stem points to these facts under the warnings section: heavy patients who engage in high levels of physical activity and who do not have proximal bone support, especially medially, are subject to a risk of implant failure when a modular revision stem is used. In such cases the surgeon should consider surgical options to ensure proximal bone support or switching to a monobloc revision stem. In addition, the surgical technique available to the operating surgeon at the time of implantation indicates on page 3 that the revitan hip system is not designed for use in a fully unsupported proximal femur. Bone stock of adequate quality must be present and appraised at the time of surgery. For patients with severe proximal deficiency, a surgeon should consider surgical options to ensure proximal bone support (such as medial and/or lateral strut grafts) or switching to a monoblock revision stem. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: b4, g4, g7, h10. Device history records (DHR): the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Part specific investigation: no similar investigated events within the last 1 month and no similar investigated events within the last 6 months prior to the event date have been found for this item number. Lot specific investigation: no similar investigated events for the same lot number have been found. Result: issue evaluation request is not required. Review of event description: it was reported that the patient was implanted with a revitan stem, the implant fractured near the stem junction when the patient stood up from the chair. The patient was revised. Review of received data: review of received x-rays: two views of the right hip demonstrate a right total hip arthroplasty with cement fixation of the acetabular cup. Asymmetric positioning of the femoral head within the acetabular cup could indicate polyethylene wear. Implant fracture is noted near the stem junction. Five separate fractured cerclage wires are seen along the femoral neck. Overall fit of the implants is appropriate. Acetabular inclination angles cannot be accurately measured without a true ap pelvis film. However, visually, the acetabular cup appears to be in appropriate position. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Raw material certificate reviewed on: 31-jan-2020. The review showed that, it satisfies the requirements. Conclusion summary it was reported that the patient was implanted with a revitan stem, the implant fractured near the stem junction when the patient stood up from the chair. The patient was revised. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. X-ray pictures were received and will be reviewed within the investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the revitan stem fractured near the stem junction when the patient stood up from the chair. A revision surgery has not yet taken place.